Manufacturer narrative:
Intuitive received the following additional information via follow up with the customer: an additional port was not added due to the conversion. The procedure was completed without any further complication. The patient tolerated the remainder of the procedure. The probable root cause of the error u-02 is attributed to a loose cable connection on the syscheckmaster and/or a faulty cable on the syscheckmaster from erbe generator.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure using the xi system that repeated u-02 errors occurred against the erbe when the surgeon attempted to use energy. The customer tried multiple power cycles of the erbe, with no resolution. The site converted the procedure to traditional laparoscopic. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The unit was analyzed and upon visual inspection a related issue was found. The erbe was tested using the system, and the unit displayed repetitive error u-02 at startup and remained stuck on the intuitive splash screen. The u-02 condition prevented access to the erbe logs. The complaint was confirmed by failure analysis.